Event description:
It was reported the patient experienced withdrawal with symptoms of sweating, shaking hands and feeling depressed. A single tone alarm was heard; telemetry did not confirm the alarm. The last refill appointment was scheduled for (B)(6) 2012; patient missed the appointment due to a misunderstanding and because she "fell asleep." Patient was in bed 90% of the time. The patient was hospitalized for withdrawal one month ago. Patient stayed overnight; a refill was done and patient was monitored until discharge. Patient had pain in lower back and both legs; has had this pain since her accident which was seven years ago. The pump therapy helped to manage this pain. The patient was seeking a physician to manage her care. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
The previously reported patient symptoms of "sweating, shaking hands, and feeling depressed" pertain to a different event. It was reported that the patient missed the appointment because, she "fell asleep." Patient was in bed 90% of the time. The patient was hospitalized for withdrawal one month ago. Patient stayed overnight; a refill was done and patient was monitored until discharge. Patient had pain in lower back and both legs; has had this pain since her accident which was seven years ago. The pump therapy helped to manage this pain. The patient was seeking a physician to manage her care. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, lot# n175467022, implanted: (B)(6) 2008, explanted: unk. Accessory model# 8578, lot# n173751003, implanted: 2008 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).